Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 10:00 pm with blood glucose of 417 mg/dl. Customer declined troubleshooting for high blood glucose reading. Insulin pump was off for several days. Customer were sick and had swelling. Customer was taken to a hospital for high blood glucose reading. Hospital name was (B)(6). Customer was wearing the insulin pump during hospitalization. Customer had pneumonia. Insulin pump will not be returning for analysis.